Manufacturer narrative:
Additional information has been requested to the representative. (B)(4).

Event description:
It was reported that this right ventricular lead was surgically abandoned due low pacing impedance measurements. The lead was successfully replaced. No additional adverse patient effects.